Event description:
Pt presented with the lead protruding through her skin. The protruding tip of the lead was cut to avoid infection. This was an intra-orbital lead placement which is considered off-label.